Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 1 mg for a total dose of 0.04808 mg/day via an implantable pump. It was reported that the doctor performed surgery on (B)(6) 2021 for permanent implantation of the pump. The patient woke up in recovery with increased significant right lower extremity pain associated with some proximal lower extremity weakness. The left side was intact and this was deemed most likely catheter related. The doctor's decision was to take the patient back to surgery to explore the catheter and remove it. The pump remains in the patient, but the catheter was removed/explanted/not replaced on (B)(6) 2021. It was noted that the pump was turned off (therapy suspended) when the catheter was removed on (B)(6) 2021. In post-operative, the patient appeared to have improvement in pain per notes. The outcome of the event resolved without sequelae on (B)(6)2021. The device diagnosis was catheter kink and the clinical diagnosis was right lower leg extremity pain. The event required in-patient and prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The event date was (B)(6) 2021. No further complications were reported/anticipated.